Manufacturer narrative:
Concomitant products: 0158 lead, implanted: (B)(6) 2003; dtba1d1 ICD, (B)(6) 2014.

Event description:
It was reported that the right atrial (ra) lead had high thresholds and low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.